Manufacturer narrative:
An event date was initially reported as (B)(6) 2016 and then the reporter noted that they could not provide an event date and that the event occurred "in the past". Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set adhesive had failed, which caused the infusion set to randomly fall off during use. The patient's blood glucose was reported to be between 400-500mg/dl overnight. The patient changed the site to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2016-00562, 3012307300-2016-00563, 3012307300-2016-00564, 3012307300-2016-00565, 3012307300-2016-00566, and 3012307300-2016-00567.